Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files could not confirm the reported driveline disconnect on 01mar2025, as there was no data from the reported event date. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and the report events could not be conclusively established through this evaluation. The controller event log file captured events from 03mar2025 through 10mar2025. There was no information from the reported event date of 01mar2025. Due to patient privacy laws the managing hospital would not communicate any further information. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 2, "system operations" (under "system controller warnings and cautions") states, "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 7 "alarms and troubleshooting" outlines all system controller alarms, including driveline disconnected, as well as how to respond to each alarm condition. The patient handbook warns in several sections: "check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop." And "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding all system controller alarms, including the driveline disconnected, and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient reported having an alarm 1 week ago with a broken heart symbol for a couple seconds. On assessment it was noted that the patient had a driveline disconnect alarm on (B)(6) 2025 at 1432. The timer on the system controller reported the alarm was initiated for 0 seconds. The patient denied disconnecting the driveline and reported no symptoms with the alarm. Log files were submitted for review. The event started data capture on (B)(6) 2025, so data from (B)(6) 2025 was unable to be analyzed. A couple of low voltage hazard/no external power events in the log files were noted while the patient was using the mobile power unit (mpu). It appeared that there was a total loss of power to the mpu enabling the backup battery (ebb) in the controller until power was restored to the mpu. The patient reported that the no external power on (B)(6)2025 was due to accidently switching a light switch as associated with the plug in that the mpu was plugged into, temporarily turning power off to it while he was on mpu power.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.